Event description:
It was reported by dealer that because of the long stem on the fork it puts too much pressure on the fork. The dealer believes that is the reason the forks bend on the solara3g wheel chair.